Manufacturer narrative:
The device, intended to be used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows no electrode wear with no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in a beaker of saline solution at the default and max settings and performed as intended. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. The suction line was tested and performed as intended. The complaint could not be verified and the root cause for this event could not be determined with confidence. Factors that could have led to the device not working includes: not having sufficient saline outflow in order to facilitate the formation of plasma or possibly not having sufficient suction which decreases the functionality of the device. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or the foot control which were not returned for evaluation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, intended to be used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows no electrode wear with no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in a beaker of saline solution at the default and max settings and performed as intended. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. The suction line was tested and performed as intended. The complaint could not be verified and the root cause for this event could not be determined with confidence. Factors that could have led to the device not working includes: not having sufficient saline outflow in order to facilitate the formation of plasma or possibly not having sufficient suction which decreases the functionality of the device. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or the foot control which were not returned for evaluation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device would not ablate or cut so they tried more than one and it was the same problem. After trying two wands they had to switch to a bovie which led to a delay in case time. No patient injuries were reported.